Event description:
Additional information received noting that the patient's death is not believed to be related to the vns device.

Event description:
It was reported that the patient recently passed away. No other relevant information has been received to date.